Manufacturer narrative:
This event was due to not following MRI safety standards by bringing a magnetic drip stand into the mr examination room. It is known that no magnetic materials should be brought into the examination room. The safety directions as presented in the instruction for use already contain warnings on this matter.

Event description:
Philips received a report that a radiology technician was injured. A person came into the mr examination room with a magnetic drip stand which was attracted to the magnet. The drip stand hit the radiology technician at the head which resulted into a wound requiring three stitches.